Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), autoimmune thyroiditis ('hashimoto's disease'), embedded device ('one implanted in the myometrium at the fundus') and device breakage ('there is a fragment of metallic coiled material') in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause, amenorrhea, tubal ligation, perineal pain, incision site pain, abdominal pain, hematoma and cellulitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain\ chronic pain"), abdominal pain ("abdominal pain\ chronic pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psoriasis ("psoriasis"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problems"), memory impairment ("forgetfulness") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with bilateralsalpingectomies with da vinci assistance and hysterectomy and bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, autoimmune thyroiditis, dysmenorrhoea, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, hypersensitivity, psoriasis, fatigue, migraine, headache, alopecia, hormone level abnormal, nausea, visual impairment, memory impairment and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, device breakage, device dislocation, dysmenorrhoea, embedded device, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, memory impairment, migraine, nausea, pelvic pain, psoriasis and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain,back pain,chronic pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, hashimoto's disease, psoriasis, fatigue, other, migraines, headaches, hair loss, hormonal changes, nausea, forgetfulness, bloating discrepancy noted: implant date:(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 628314. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2021: mr received : reporter information, other relevant history were added. Event added- embedded device and device breakage.rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), autoimmune thyroiditis ('hashimoto's disease'), embedded device ('one implanted in the myometrium at the fundus') and device breakage ('there is a fragment of metallic coiled material') in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included premenopause, amenorrhea, tubal ligation, perineal pain, incision site pain, abdominal pain, hematoma and cellulitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain\ chronic pain"), abdominal pain ("abdominal pain\ chronic pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psoriasis ("psoriasis"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problems"), memory impairment ("forgetfulness") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with bilateral salpingectomies with da vinci assistance and hysterectomy and bilateral salpingectomy, ablation). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, autoimmune thyroiditis, dysmenorrhoea, pelvic pain, abdominal pain, back pain, heavy menstrual bleeding, hypersensitivity, psoriasis, fatigue, migraine, headache, alopecia, hormone level abnormal, nausea, visual impairment, memory impairment and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, device breakage, device dislocation, dysmenorrhoea, embedded device, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, memory impairment, migraine, nausea, pelvic pain, psoriasis and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain,back pain,chronic pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, hashimoto's disease, psoriasis, fatigue, other, migraines, headaches, hair loss, hormonal changes, nausea, forgetfulness, bloating discrepancy noted: implant date:(B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 628314 manufacturing date: 2008-10 expiration date:2011-10 . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain\ chronic pain"), abdominal pain ("abdominal pain\ chronic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psoriasis ("psoriasis"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problems"), memory impairment ("forgetfulness") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune thyroiditis, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, hypersensitivity, psoriasis, fatigue, migraine, headache, alopecia, hormone level abnormal, nausea, visual impairment, memory impairment and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, pelvic pain, psoriasis and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain,back pain,chronic pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, hashimoto's disease, psoriasis, fatigue, other, migraines, headaches, hair loss, hormonal changes, nausea, forgetfulness, bloating diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 628314. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain\ chronic pain"), abdominal pain ("abdominal pain\ chronic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psoriasis ("psoriasis"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problems"), memory impairment ("forgetfulness") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune thyroiditis, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, hypersensitivity, psoriasis, fatigue, migraine, headache, alopecia, hormone level abnormal, nausea, visual impairment, memory impairment and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, pelvic pain, psoriasis and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain,back pain,chronic pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, hashimoto's disease, psoriasis, fatigue, other, migraines, headaches, hair loss, hormonal changes, nausea, forgetfulness, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on 12-jun-2009: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number: 628314. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: pfs received. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and autoimmune thyroiditis ('hashimoto's disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain\ chronic pain"), abdominal pain ("abdominal pain\ chronic pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), psoriasis ("psoriasis"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), nausea ("nausea"), visual impairment ("vision problems"), memory impairment ("forgetfulness") and abdominal distension ("bloating") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, autoimmune thyroiditis, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, hypersensitivity, psoriasis, fatigue, migraine, headache, alopecia, hormone level abnormal, nausea, visual impairment, memory impairment and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, autoimmune thyroiditis, back pain, device dislocation, dysmenorrhoea, fatigue, headache, hormone level abnormal, hypersensitivity, memory impairment, menorrhagia, migraine, nausea, pelvic pain, psoriasis and visual impairment to be related to essure. The reporter commented: received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain,back pain,chronic pain, menorrhagia (heavy menstrual bleeding), hypersensitivity, hashimoto's disease, psoriasis, fatigue, other, migraines, headaches, hair loss, hormonal changes, nausea, forgetfulness, bloating diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received- previously reported event "injury nos" was replaced with "dysmenorrhea", events- " pelvic pain,abdominal pain, back pain, chronic pain, menorrhagia, hypersensitivity, hashimoto's disease, psoriasis, migration, fatigue,migraines, headaches, hair loss, hormonal changes, nausea, vision problems, forgetfulness, bloating", lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.